Manufacturer narrative:
Concomitant medical products: product ID: 37746, serial# (B)(4), product type: programmer, patient. Product ID: 37754, serial# (B)(4), product type: recharger. Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2015, product type: lead. Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2015, product type: lead. (B)(4).

Event description:
The consumer reported from (B)(6)-2013 to (B)(6)-2015 the patient would get programming adjustments from the manufacturer's representatives (reps). The reps would try to reprogram the implantable neurostimulator (ins) and the ins would work for a little while and then quit, so the ins was replaced. It was noted that when stimulation was on, the ins did cover the patient's symptoms. The ins quit working due to longevity. If additional information is received, a follow-up report will be sent.